Manufacturer narrative:
E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified lower extremity procedure via access in the right brachial artery, a flexor raabe guiding sheath leaked. After insertion of the sheath, the ¿locking buckle at the connection between the sheath extension tube and the main sheath body¿ detached, resulting in intraoperative bleeding. The access site was not scarred, and the anatomy was not stenosed, calcified, or tortuous. Per the reporter, the clear side-arm tubing did not separate from the hub. The sheath tubing did not separate from the hub. Resistance was not encountered during insertion and/or advancement of the sheath nor during insertion/advancement of any device through the sheath. The dilator was in place at the time of the event. The sheath, which was removed immediately, was replaced with another vascular sheath, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.